Manufacturer narrative:
Reported event: an event regarding disassociation & dislocation involving an unknown adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant device history review: could not be performed as the lot number is unknown. Complaint history review: could not be performed as the lot number is unknown. Conclusions: it was reported that the patient was revised due to dislocation of the adm liner from the mdm liner and disassociation of the head from the adm liner. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised for dislocation and dissociation. The adm/ mdm poly insert dislocated from the mdm metal liner, and the metal head and adm/ mdm poly insert dissociated, leaving the poly insert floating in the joint. The head and liner were revised. Rep confirmed that no further information will be released by the hospital or surgeon.